Event description:
On 18-aug-2025, the user reported that their dexcom g7 sensor fell off while at work, which caused a faulty low bg reading and stopped insulin dosing. The user manually entered an estimated bg to continue dosing without a glucometer. Upon reconnecting with a new sensor several hours later, the user¿s bg was 66 mg/dl. The low was treated with orange juice, and bg values returned to range. No symptoms were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.